Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Difficulty was experienced when attempting to cross a lesion with a diamondback 360 peripheral orbital atherectomy device (oad). Wire access was lost. The viperwire advance guide wire was visually inspected and there were no issues identified. The oad strain relief was observed to be loose, and the saline sheath had a kink. A new oad was used to complete the procedure.